Manufacturer narrative:
UDI #: (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has an infrequent issue (intermittent problem). There was no reported patient involvement.